Manufacturer narrative:
The insulin pump had a frozen display on the countdown, followed by a constant tone due to a problem with the mother board.

Event description:
It was reported that the insulin pump had unresponsive buttons, a constant tone and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Advised the caller that the insulin pump would be replaced. Nothing further was reported.